Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, checked the system and found the standard profile had all instruments added, but the other surgeon profile did not have any instruments or equipment added which the medtronic representative suspects is the reason why nothing would track. When the medtronic representative tried adding equipment to setup equipment task, nothing would appear in the list. After uninstalling and reinstalling 2.3 software the issue was resolved. The medtronic representative performed a navigation system check-out, all areas passed. The software logs were not pulled from the system prior to uninstalling and reinstalling the software. A software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Although unconfirmed, it is suspect that the wrong surgeon profile was selected. No further relevant issues reported.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system was unable to track instruments in the navigate step. The medtronic representative reported this occurred after the patient was registered. The surgeon completed the procedure with the use of a different navigation system. There was a reported delay to the procedure of approximately 30 minutes. There was no impact on patient outcome.